Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that the hydros robotic system shut down during aquablation therapy. The system would not turn back on. Due to this issue, the treating surgeon elected to proceed with a transurethral resection of the prostate (turp) instead. There were no adverse health consequences to the patient as a result of this event.

Manufacturer narrative:
The device was unavailable per case details. The event could however be confirmed via log file review which identified an unexpected shutdown. Root cause was identified in the field and a faulty pdu was replaced. 10 procedures have been completed at the user facility without issue post the pdu replacement, which indicates that the issue has been resolved. A review of the device history record (DHR) for lot number 24c04782 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Um0401-00, hydros user manual, was reviewed and it was determined that there was sufficient start up/processing/shutdown procedures for the hydros tower. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.